Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced nonhealing abdominal wound, recurrence, hernia incarcerated with small bowel, chronic bowel obstruction, fibromuscular tissue and adipose tissue with focal granulation, inflammation, ascites, abscess, ulceration, and abdominal pain. Post-operative patient treatment included revision surgery, abdominal wound revision, hernia repair with new mesh, mesh removal, and wound vac.